Event description:
A surgeon reported air bubbles in the infusion line that went into the eye and hindered the visibility into the eye. There was no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).